Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device was returned for evaluation. The battery oscillator device was evaluated and the reported condition that the device works intermittently could not be confirmed. Therefore, an assignable root cause could not be determined. However, during evaluation it was observed that the device was found to run with the mode switch in the ¿off¿ position, and did not function in the ¿on¿ position. It was further observed that the saw blade coupling malfunctioned, as the blade loosened up during testing, and the electronic control unit was faulty, as there was voltage output when in the ¿off¿ position. The assignable root cause of this condition was determined to be component wear from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the battery oscillator device was working intermittently. During in-house engineering evaluation it was found that the device functioned with mode switch in the ¿off¿ position, and did not function in the ¿on¿ position. This event did not occur during a surgical procedure. It was reported that there was no delay to a planned surgical procedure, as a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.